Event description:
It was reported a balloon burst on the first inflation at eight atmospheres during a tibial angioplasty procedure. Another balloon catheter used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion which may have contributed to this event. However, without evaluating this device, co is unable to determine the exact cause for this event. Directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."